Event description:
Customer reported device handpiece was noisy. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device was faulty due to nose tube coming apart, coupling tool and worn hose. The device was repaired and returned to customer on 12/5/2012.